Event description:
During a patient use, it was reported that the device failed to deliver charged energy thru the internal paddles, the discharge button was stuck. The device users retrieved another set of internal paddles and provided therapy to the patient. There was no report of adverse patient outcome due to the device use. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio-control informed the reporter that the internal paddles could not be repaired and recommended purchasing a replacement cable. Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.